Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Device has not been returned to manufacturer.

Event description:
It was reported that during an intended flu vaccine procedure, the flu vaccine leaked out. The customer stated that they felt this was due to the hub not being tight. Another vaccine was obtained and given to the patient with no patient harm resulting from the event. The customer states that leaking from the pre-filled syringes has been an ongoing issue.

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.